Event description:
It was reported that during a post ICD implant follow-up, the patient presented with an alert for high, out of range, pacing lead impedance. Non-sustained lead noise episodes were observed and loss of capture was noted. Noise was not reproduced with provocative movements. The patient was seen again at a later date and perforation was observed. The lead was capped and replaced. Patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.